Event description:
It was reported that this patient's communicator displayed a flashing red call doctor icon (rcd). Technical services (ts) walked patient through troubleshooting with communicator where the icon was not resolved. Upon analysis of rmeote monitoring data of this pacemaker, it was found that there was an alert for the right ventricular (rv) lead pacing impedance being low out of range, measuring below 200 ohms. No adverse patient effects were reported. Currently, this pacemaker system remains in service.

Event description:
It was reported that this patient's communicator displayed a flashing red call doctor icon (rcd). Technical services (ts) walked patient through troubleshooting with communicator where the icon was not resolved. Upon analysis of remote monitoring data of this pacemaker, it was found that there was an alert for the right ventricular (rv) lead pacing impedance being low out of range, measuring below 200 ohms. No adverse patient effects were reported. Currently, this pacemaker system remains in service. According to additional information, the low out of range pacing impedance measurements persisted as a result of compromised insulation. There was a stored episode of oversensing noise. Ts recommended evaluation of lead in clinic along with reprogramming the sensing configuration. No adverse patient effects were reported. Currently, this lead remains in service.